Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum fill of 50 units. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, it was determined that the customer loaded an empty cartridge onto the pump. Customer was guided through filling and loading a new cartridge successfully.